Event description:
The event is reported as: complaint alleges: the heater light did not turn on. The tubing of circuit melted during use on pt. Pt current condition is unk.

Manufacturer narrative:
The device sample was not received by the manufacturer at the time of this report. A follow-up report will be sent when completion of investigation.